Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Date of report corrected from 09/01/2023 to 01/09/2023.

Manufacturer narrative:
Date of report corrected from 09/01/2023 to 01/09/2023 . Implant regio 24 fractured. Construction was a combined removable prosthesis. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Implant fracture.